Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient regarding the reported condition. The home patient stated he is no longer using baxter products. The sample was discarded. The home patient did not provide any additional information. The root cause of the check heater line alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding a check heater line alarm, which occurred on the homechoice during fill 1 of 5. The home patient (hp) stated he has problems with the bags being sealed closed at the ports. The baxter technical service representative explained that the bag and cassette will need to be replaced. The hp stated he would start over with new supplies and call back with any questions. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.